Manufacturer narrative:
Implant and explant date: : if implanted or explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(4). Device evaluation: the product testing could not be performed because the product was not returned for evaluation. The complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated. The product was manufactured and released according to specifications. A search on complaints related to this production order was conducted. The search revealed no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a z9002, 17.0 diopter intraocular lens (iol) was fully inserted in the left eye (os) of a patient and removed as there was not enough capsule to support the lens. It was indicated that there was no product issue. A vitrectomy and incision enlargement were required and four (4) sutures were placed. The surgery was completed successfully and an anterior chamber lens was implanted. There was no patient injury reported. No further information was provided.